Event description:
Boston scientific received information that the patient with this device experienced a syncopal episode. The cause of this episode was undetermined. The patient had a ddd device, however, the device was showing atrial tachycardia response only for the accelerometer. Upon interrogation, the device was pacing in the atrium and ventricle at 80ppm due to sudden bradycardia response. Programming adjustments were discussed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.